Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The ccc specialist was informed that sodium (na) results were higher and that quality control (qc) level 1 resulted high and above the expected range. A siemens customer service engineer (cse) was dispatched to the customer site. The cse discovered that the customer replaced the integrated multisensor technology (imt) quicklyte sensor which caused the dilution check (dilchk) to fail due to a negative bias, and a correction produced the positive bias in results. The cse performed troubleshooting and ensured the imt pumping rate was operating as expected. The std a, std b, flush1, and f2 tubings, rotary valve x-seal, and imt sensor were replaced proactively. A normal condition was performed, and the dilchk passed. A lyte qc was run, and the results were within the expected range. A lyte precision test was run with two patient samples, and the results were within specification. Ten random patient samples were used for a comparison study with an alternate dimension exl system, and the results were acceptable. The service performed by the siemens cse solved the problem. The instrument is performing according to the specifications. No further evaluation of this device is required.

Event description:
A discordant falsely elevated sodium (na) result was obtained on a dimension exl with lm system. The discordant result was reported to the physician(s). The customer used the same sample and instrument to perform repeat testing on (B)(6) 2018. The repeat result was lower, and a corrected report was issued. There are no reports of patient intervention or adverse health consequence due to the discordant falsely elevated sodium result.